Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative correction: b5, medical device brand name, medical device catalog, unique identifier (UDI), medical device serial and medical device model d.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the device used in this incident it was determined that the drawer 3.2 on the auxiliary unit continued to fail intermittently and that cubies were disappearing from the map. At the time of reporting the drawer was unable to be recovered. The field service engineer fse identified that the half height drawer was exhibiting occasional hardware related issues. No hardware failure was observed during the initial inspection however the fse inspected the drawer control board trays and reseated all muscle ribbon cables connecting the cubie row board trays to the drawer controller. The system was tested using the hardware test application and all tests passed successfully. The fse communicated with the pharmacy which reported no hardware failure errors since the previous fse visit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 kept failing and the cubies disappeared from the map. Customer stated that at that time it failed to recover at all and had multiple failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 kept failing and the cubies disappeared from the map. Customer stated that at that time it failed to recover at all and had multiple failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.